Event description:
It is reported that the provisionals fracture during use.

Manufacturer narrative:
Eval summary: fracture may have been due to repeated use and autoclaving. Eval: as returned, both articular surface provisionals are fractured through their mold line. Potential field ages are approx 8.5 and 11.5 yrs. Device history records indicate all components were manufactured and inspected to specification.